Manufacturer narrative:
(B)(4). (UDI): n/a. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not, however no further follow ups will be conducted. Once this information is obtained a follow-up MDR will be submitted. Manufacturer date: july 2016. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a shoulder procedure the impactor fractured on the back table. There was no patient involvement.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.